Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 006-ff02048. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: on investigation, no alarms related to the complaint were observed in black box or alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours and after 24 hours no call service alarms were received. Investigation did not confirm nor duplicate the complaint and the pump was determined to be operating as intended without malfunction.